Event description:
It was reported that during a procedure, a faradrive steerable sheath was selected for use. It was noted that there was an air contamination. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.